Event description:
Kangaroo ng feeding tube placed. Confirming chest xray indicated ng tube extended into the right lung and coiled in the right thorax. Ng tube removed and ng tube reinserted again. Confirming xray indicated right bronchial placement with tip in the right bronchus. On (B)(6), chest x-ray done after malpositioned ng tube removed indicated small peripheral pneumothorax. Subsequent xray indicated much increased pneumothorax. Chest tube placed. Chest xray (B)(6) indicated pneumothorax resolved.